Manufacturer narrative:
The event took place at (B)(6).

Event description:
It was reported that there were multiple low flow alarms on the patient's device. The cause of low flow alarm was bleeding not related lvad. After the bleeding stopped, the alarm was resolved. The device was operated as intended. The patient was asymptomatic. The ovarian hemorrhage was suspected and a CT cleared active bleeding. A blood transfusion was performed the patients anemia improved.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported bleeding could not be conclusively established through this evaluation. Evaluation of the submitted log files confirmed the reported low flow events. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient privacy laws in the event country prohibit the release of private patient information and should have been removed from the previous report. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported bleeding could not be conclusively established through this evaluation. Evaluation of the submitted log files confirmed the reported low flow events. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 21aug2019. The heartmate 3 lvas IFU is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was readmitted for massive bleeding from their left ovary on (B)(6) 2020. On (B)(6) 2020, the patient underwent a blood transfusion with packed red blood cells (4 units or more and less than 8 units). Reversed antithrombotic therapy was performed. Anticoagulant treatment at the time of the event was warfarin and aspirin. There was a history of ovarian cyst at the site of bleeding, which promoted the onset of bleeding. Although the relationship between bleeding and this product is low, it cannot be denied. The possibility of bleeding due to the need for antithrombotic therapy with a ventricular assist device cannot be ruled out. The patient was discharged on (B)(6) 2020.

Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022 the review of files of this event type was completed. No further information was provided. The manufacturer is closing the file on this event.